Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited alarms emitting from the equipment and a blackout occurred due to the failure of the printed circuit board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the failure of the cr (printed circuit) board caused the alarm to sound from the device and the blackout to occur as well. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.